Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 slipped out simultaneously after t1 was deployed.¿ please note: this style device requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. This product has no deployment or automatic deployment mechanism. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. There were no anchors returned. There was partial cut suture returned. There was no depth limiter returned. The manual actuator was forward, post use. The delivery needle displayed no damage. T2 detaching prior to intent is aligned with attempted placement of anchors too far from each other which would pull t2 before intended. The other is inadvertent entanglement of suture, again, pulling t2 prematurely from the distal tip. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscus repair surgery, t2 slipped out simultaneously after t1 was deployed. Ts were removed. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.